Event description:
Boston scientific received information that according to the transtelephonic monitoring (ttm) system, the device system may have exhibited undersensing. The patient implanted with this device system was brought into the clinic for further evaluation. Upon device interrogation, the lead safety switch (lss) had occurred, with noise on the right ventricular (rv) lead. The daily measurements were unable to determine when the out of range measurements occurred. Current rv impedance measurements were 470 ohms in the unipolar configuration, with threshold measurements at 1.5volts. Impedance measurement was tested in bipolar configuration at 580 ohms. The patient did not report experiencing any symptoms related to the observation. The physician was to continue following the patient. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
All available information indicates that the product remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.